Event description:
It was reported that there was a poly swap due to instability. Surgeon went to a thicker poly.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown scorpio tibial insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.